Event description:
During laparoscopic cholyecystectomy the external part of a plastic trocar broke external to the patient's fascia. All pieces were recovered. X-ray done at end of case. Surgeon examined trocar port hole & area around it & found no evidence of trauma or any additional broken pieces.